Event description:
Had chf in oct 2004. In may, 2005, felt sick with flu. May 2005, throat culture was done together with EKG which was normal. Pt had pain and the heart rate was elevated. Pt was seen by cardiologist who sent pt for echocardiogram and chest x-ray. Echo showed fluid around the lungs. Pt had a heart attack. The tech was called and found the lead disconnected.